Event description:
The contact stated that the customer's meter was reading high. While troubleshooting, she performed 4 normal control tests and received results of 265, 374, 359 and 318 mg/dl. The normal control range is 117-168 mg/dl. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for evaluation, and replacement strips will be sent.